Event description:
On (B)(6) 2013, customer discovered inflammation on the left eye (os). Patient felt that affected eye (os) is blurrier than not affected right eye (od). Uncorrected visual acuity (ucva) on (B)(6) 2013, was 20/15 od and 20/20 os. Secretions from meibomian glands in flap interface. A flap lift and rinse was performed.

Manufacturer narrative:
(B)(4). Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(4) 2013. The clinic reported this event only and did not request field service or clinical support.